Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the surgeon has noticed cracks in implanted lenses. There are eleven (11) injectors involved. This is one of several reports from this facility. Additional information has been requested.

Manufacturer narrative:
Five opened blue company injectors were returned for the report of the injectors scratched the iols. The returned samples were visually inspected. Sample 4 was found to be conforming, while samples 1,2, and 5 and were found to be non-conforming for the plunger heads bent upward and sample 3 was found to be non-conforming for the plunger head bent downward. A functional thread engagement and plunger movement check was performed and all five samples were found to be conforming. Finally, a dimensional plunger position height check was performed. Sample 4 was found to be conforming and samples 1, 2, 3, and 5 were found to be nonconforming, due to the plunger head bent. The product was processed and released according to the product¿s acceptance criteria. The photos attached to the parent complaint were reviewed by the manufacturing site. Six photos are attached. The reported lot number for this file was confirmed; however the reported issue could not be confirmed. Per the returned injectors etched with lot 104642m, the manufacturing date is 03/19/2015, and the handpieces have been in use for approximately six years. The evaluation does confirm that 4 of the five injector plungers have a bend at the plunger head resulting in either a slightly upward plunger position or a downward plunger position, which may have contributed to a scratched iol. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. These injectors have been in service for approximately six years. The manufacturer internal reference number is: (B)(4).